Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio iq meter was displaying the meter settings instead of the apply sample symbol when they were attempting to test their blood glucose. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the customer care advocate was able to assist the patient in setting up the subject meter correctly. However, the patient did not have anymore test strips available to test the subject meter and so the alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter continued to the meter settings instead of the apply sample symbol. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.